Event description:
The hcp reported the pump was explanted after an implanted duration of 2 months. No reason for the explant was given. A follow up report will be sent when additional information is received.